Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of device manufacture was not available at the time of MDR filing. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun .

Event description:
The hospital reported that the pressure control mode of ventilation was not functional. The clinician reportedly switched to volume controlled ventilation to maintain ventilation. There was no reported patient injury.

Manufacturer narrative:
According to additional information received from the ge field engineer, this failure occurred on an (B)(4) and not an (B)(4). The ge healthcare service representative replaced the sensor interface board, and the unit was returned to service. Unique device identifier added: (B)(4).